Event description:
It was reported that a malfunction occurred with the code malf 0. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer was advised to continue using the pump while monitoring for any recurring malfunction codes.